Event description:
The customer reported that the system intermittently displayed a communication error message. Further investigation by the field engineer determined that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded and the power supply voltage was adjusted. The system was then found to be operating as intended.